Event description:
It was reported that after an atherectomy and angioplasty of the left superficial femoral artery, arteriotomy closure of an antegrade puncture of a scarred left common femoral artery was attempted using a perclose proglide device. Reportedly, as the device was advanced over a non-abbott .035-inch guide wire, the angle for the device was quite steep and significant resistance was encountered at the distal guide to proximal guide transition. After removing the device over a guide wire, the distal guide was observed to be twisted and damaged. A second proglide device was advanced over the same non-abbott .035-inch guide wire and deployed, achieving hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported twisted and damaged distal guide was not confirmed. Analysis of the device revealed the guide was returned intact; however, the sheath was kinked at the swage ring, which is close to the guide and could appear similar to the reported damaged guide. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Arteriotomy closure was attempted of a reportedly antegrade puncture of the left common femoral artery using the perclose proglide device. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with antegrade punctures.